Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm low flow alarms. A specific cause for these events could not conclusively be determined. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. The file captured the pump operating at a fixed speed of 5400 revolutions per minute (rpm) with low speed limit (lsl) of 5200 rpm. At 10:46:31 on (B)(6) 2024, the driveline was disconnected, causing the pump to stop. The driveline remained disconnected through the remainder of the file. At 10:48:26, both power cables were disconnected from external sources and at 10:48:49, the controller shut down sequence was initiated. The controller was not powered on again until (B)(6) 2024, when it was put into charge mode. These events appear consistent with a controller exchange and are further addressed under the controller investigation (related manufacturer report number 2916596-2024-00470). No notable alarms or events associated with the pump were captured. The pump appeared to function as intended at the set speed while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pulsatility index (pi). This section states that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted after a routine clinic visit. The clinician noticed that there were several low flow alarms, followed by driveline disconnect, followed by a pump stop on (B)(6) 2024 between 10:46 and 10:48. The patient stated they did not even know how to do that. Their nursing home staff was unaware of how to unplug the driveline. The patient had low flows and high pulsatility index (pi's) with stable blood pressures with mean atrial pressure (maps) in the 70's. The patient was hydrated intravenously in their nursing home as well as feeding tube flushes three times a day. The patient was asymptomatic with all alarms. Log file analysis found several atypical power cable disconnect events were recorded while connected to battery power on (B)(6) 2024. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. Motor function was not affected by these events. A driveline disconnect event was recorded at (B)(6) 2024 at 10:46:31. A silent alarm button pressed event was recorded at (B)(6) 2024 at 10:46:51 and again at 10:48:29. A system controller shutdown sequence started event was initiated at (B)(6) 2024 at 10:48:49.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for a routine clinic. There was a driveline disconnect, followed by a pump stop on (B)(6) 2024 between 10:46 and 10:48. The patient stated they did not even know how to do that. Their nursing home staff was unaware of how to unplug the driveline. Log files recorded several atypical power cable disconnect events while connected to battery power on (B)(6) 2024. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. Motor function was not affected by these events. A driveline disconnect event was recorded at (B)(6) 2024 at 10:46:31. A silent alarm button pressed event was recorded at (B)(6) 2024 at 10:46:51 and again at 10:48:29. A system controller shutdown sequence started event was initiated at (B)(6) 2024 at 10:48:49. Related controller was reported under manufacturer report number 2916596-2024-00470.